Event description:
Allergan sales representative reported a lap-band device that allegedly "leaked." The leak was discovered after a follow-up appointment, because the patient had complained of abdominal pain. The device was removed and has been discarded.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination is not possible as the device has been discarded. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ¿abnormal pain, dehydration, chest pain, incision pain, and¿ port site pain."